Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The patient was hospitalized 2 months prior to expiration. Admission diagnosis was cardiomyopathy, history of non- ischemic dilated cardiomyopathy (nidcm), transthyretin (ttr) amyloid cardiomyopathy with probably end stage systolic and diastolic dysfunction. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.